Event description:
A copy of the "coroner's interim certificate of the fact of death" was forwarded to shiley incorporated from the initial reporter, which indicates that a pt died due to "acute aortic valve insufficiency" and failure of the prosthetic valve."